Event description:
The customer reported experiencing low blood glucose and paramedics were called to treat her. The customer was using the proper insertion technique. The customer stated that the insulin pump was exposed to the body scanner at the airport. Troubleshooting was performed. Ran a self and displacement test and they passed. The programming, time, and date on the device were correct. Advised the customer to contact her doctor of possible setting changes, and call back if further assistance is needed. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.